Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: ceb231210a/ (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.according to the instructions for use (IFU) for the gore® excluder® iliac branch endoprostheses; adverse events that may occur include, but are not limited to include: surgical conversion

Event description:
On (B)(6) 2107, this patient underwent endovascular treatment and was implanted with gore® excluder® aaa endoprostheses. It was reported that this same day two gore® excluder® iliac branch endoprostheses were explanted and discarded/destroyed.